Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and e. Sparc were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy. It was reported that the patient underwent laparoscopic bso for presence of b/l masses on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and a rectocele. The patient underwent the concurrent procedure of a sparc sling implantation during mesh implantation. It was reported that following insertion the patient experienced pain, extrusion, urinary problems, bowel problems, dyspareunia, organ perforation and neuromuscular problems. The patient underwent partial excision of vaginal mesh and site specific rectocele repair on (B)(6) 2010 due to ex-defecatory dysfunction. (B)(4) - urinary problems; bowel problems; dyspareunia; neuromuscular problems; ex-defecatory dysfunction.